Event description:
Information was received from a healthcare professional via a clinical study in regard to a patient receiving morphine 2.5 mg/ml at 1.2501 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. Per logs received, a motor stall occurred on (B)(6) 2014 at 20:48 and recovered on (B)(6) 2014 at 16:13. No patient symptoms reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional via a clinical study. The device diagnosis was identified as a pump motor stall. The outcome resolved without sequelae on (B)(6) 2016. No action was taken. Device interrogation revealed a motor stall with recovery the following day. The date of test was (B)(6) 2014. The etiology was indicated as related to the device or therapy, and not related to the implant procedure. The etiology was related to MRI. The stall was secondary to MRI. The pump was examined on (B)(6) 2014. The pump was used to infuse morphine 2.5 mg/ml at 1.2501 mg/day and baclofen 250.0 mcg/ml at 125.01 mcg/day. The pump was updated on (B)(6) 2014 to infuse morphine 2.5 mg/ml at 1.2501 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.